Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer skipped a meal after administering insulin. Subsequently, blood glucose (bg) level decreased to 40(mg/dl). A glucose tablet was consumed to treat low bg level.